Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was with the patient post-op trying to recharge the battery and they were getting the poor recharge quality. The rep noticed the controller was connecting to the excellent recharge quality screen to the poor recharge quality screen shortly after the session started. The rep called to ask if that was a problem. The rep saw controller screen 76, poor recharge quality. The rep confirmed they was the screen switch from poor recharge quality back to excellent. The rep said that when the patient leans back a little without moving the recharger, the status seemed to change from excellent to poor. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was believed to be fluid around the ins in the pocket. The rep said another recharger was used to rule out the possibility of a damaged recharger. The same situation occurred with the new recharger. The issue was reported to be resolved. Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient had been having a lot of trouble with the controller for quite a while. It was taking longer to charge the ins since implant and had been getting gradually worse with time. On the day of the report (B)(6) 2018 the patient was recharging and saw both batteries were at 100%. The patient waited for 2 hours and the batteries were still at 100%. The consumer was concerned the ins was not depleting in charge because they had not seen the ins battery deplete even with therapy on. They connected to the recharger and it was showing "excellent" charge quality and that the ins was charging at 90%. It was confirmed that therapy showed stimulation on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the manufacturer representative was planning on meeting with the patient. At that time, the manufacturer representative will be able to read the implantable neurostimulator and see the actual recharge times. The patient thought that the system was not working; however, when the manufacturer representative instructed the patient to turn up the intensity, he felt the tingling and believed it to actually be working. The cause of the recharging taking longer has not been determined. There were no further complications were reported.